Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a battery status of beginning of life (bol) with greater than 5 years longevity remaining; however, the magnet rate was at 90ppm, elective replacement near (ern). The patient has had multiple mode switching during atrial fibrillation. The patient was to be reevaluated in two weeks to verify that the device revealed a normal bol magnet rate. A boston scientific technical service consultant was contacted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant discussed that the multiple mode switches were likely the reason for the battery status observation. If the patient comes back, it would be helpful to have a memory download from this device. The impact of the mode switches on the battery readings should have been solved with a software update a while ago. Most likely it is due to changing current bins. Should additional information become available an amended report will be submitted.